Event description:
It was reported to philips that the system's geometry movements were unavailable. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated the complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips fse inspected the system on site and found failures in the movements of both the arc and the table. As part of troubleshooting, the fse analyzed the log files and identified a communication failure with the geo ipc. The fse reinstalled the geo ipc software, which restored communication, but the arc movement still failed. Later, the fse reconnected the geo ipc cables and boards and restarted the system, and all movements were operational. However, during testing, a geometry failure occurred again. The fse attempted to reinstall the geo ipc software, but the installation failed. Fse replaced the geo ipc, and the defective geo ipc was sent for analysis, but the cause of the failure could not be conclusively determined by the supplier's part analysis. However, replacing the geo ipc with the field service engineer resolved the issue and restored system functionality. After replacement, the system was returned to use in good working order. To resolve the issue, the fse replaced geo ipc, and the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on investigation outcomes.